Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, increased capture threshold was observed on the left ventricular (lv) lead. X- ray imaging was performed and no anomalies were noted. The lv lead was capped and replaced to resolve this event. The patient was stable.